Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side ¿rupture and benign looking nodules.¿ device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, opening and brown particles in the surface of the shell. A microscopic analysis was performed which identify a opening sharp in the posterior side and opening striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. A striated opening in the posterior side assessed as surgical damage.

Event description:
Healthcare provider reported a left side ¿rupture and benign looking nodules.¿ device has been replaced.